Event description:
It was reported by the german competent authority that events have occurred of vascular occlusion after procedures where angio-seal products were used to achieve haemostasis. The number and nature of the events, the actual consequences for the patients and the link with the angio-seal device in each case is unknown at this point in time. The physician reporting the event is not the deploying physician. As we are not confident of receiving sufficient information to clarify the nature of the events within the required reporting timescales, we are submitting this report as a precaution in the absence of any information to confirm whether the alleged events actually meet the reporting criteria and to formally document this allegation. We have contacted the relevant physicians to seek the detailed information we will need in order to complete a meaningful analysis of the events.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.